Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the tubing has a fold in the union between tubing and y-site. Pressure and clear passage testing was performed and revealed a leak. The reported condition was verified. The cause of the issue was determined to be a human production issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type irrigation set leaked during priming. There was no patient involvement. No additional information is available.